Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump was priming the tubing during the load step. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission: 01/07/2016 .device evaluation: the device has been returned and evaluated by product analysis on 12/23/2015 with the following findings: a review of the black box indicated multiple ¿no cartridge detected¿ alarms. During investigation, the pump emitted a ¿no cartridge detected¿ alarm during the load step. Additional testing could not be completed due to the load step malfunction. The pump casing was removed and a cracked force sensor trace was discovered. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).